Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed tank cover is cracked. Customer's reported issue was duplicated. Device had a bad float switch.the root cause of the reported issue was not determined. Action taken: replaced faulty float switch and cracked tank cover to resolve the reported problem. D4: UDI information is unknown.

Event description:
It was reported that they suspect a bad float switch. No patient injury reported.